Manufacturer narrative:
Tech troubleshoot the bed and found no issue. Repair of this bed is unk. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the foot section of the bed had unintentional movement.